Event description:
The patient's proximal femur fractured a few days after surgery. The securfit #11, 127deg stem was then removed and replaced with a 205mm restoration ha stem.

Manufacturer narrative:
The provided x-ray image confirms the reported periprosthetic fracture. The root cause could not be determined due to the minimal information received. Additional medical records would be required to fully evaluate this case. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient's proximal femur fractured a few days after surgery. The securfit #11, 127deg stem was then removed and replaced with a 205mm restoration ha stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.